Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and high out of range pacing impedance measurements. Oversensing did not lead to pacing inhibition. High threshold measurements were noted. Additional information received from the field representative indicates that a lead fracture was noted under fluoroscopic evaluation. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.